Event description:
Was damaged by ultherapy. Facial fat loss and permanent scars on neck. Damage is ongoing. Why is this device still on the market? Why do you approve it? Medical conditions: none. Allergies: none. Important information: smoker.